Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The aus was explanted tried a pro act. It failed and had everything removed and a new aus placed. There were no additional patient complications reported.